Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient had magnetic resonance imaging (MRI) and (B)(6) 2026 was the first time the pump had been interrogated since then. The pump appeared to be stalled at interrogation and recovered on (B)(6) 2026. The patient did not report any symptoms or audible pump alarms. The rep stated that they were concerned because they expected the pump reservoir to have 4.7ml but they aspirated 10ml. Technical services reviewed that the volume discrepancy may have been unrelated to the motor stall. The rep did not have the dose or concentration to calculate how much medication should have been delivered since the MRI. Technical services reviewed that the pump was likely in telemetry state. Technical services recommended assessing the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause for the volume discrepancy was not determined. The pump was refilled at that january appointment, and the patient was brought back to the office two weeks post-refill to check the volume of the pump reservoir compared to dosage estimates. The patient¿s pump had a small discrepancy of around 2 ml with no lack of efficacy observed by the patient or their caregivers. The provider decided that this was within their acceptable range of difference and let the patient go. The plan was continued close monitoring of the pump level and therapy efficacy.